Manufacturer narrative:
Device eval/media review by manufacturer: the device was not received for analysis. However, media was provided in the form of three photos. The photos were reviewed, and it appears to show a single black spec of unknown foreign material inside the syringe. Review of the media suggested that the black foreign material does not appear to look like bead clumping.

Event description:
It was reported that foreign material was present in the syringe. Drug eluting 100-300 micron embolic beads were selected for use in an embolization procedure. The beads were prepared following the loading instructions within the instructions for use. One vial of beads was loaded with 2mg/ml solution (medac) in a bd 50ml syringe. The beads were mixed with the doxorubicin solution and then placed in the fridge, agitating every hour for four hours. Upon examining the syringe post loading, some of the beads appeared to be clumping. A second vial was prepared, and the same issue occurred. However, based on images and color, the field clinical specialist thought it could be foreign material. The product was used against field clinical specialist's advice. No patient complications were reported.

Event description:
It was reported that foreign material was present in the syringe. Drug eluting 100-300 micron embolic beads were selected for use in an embolization procedure. The beads were prepared following the loading instructions within the instructions for use. One vial of beads was loaded with 2mg/ml solution (medac) in a bd 50ml syringe. The beads were mixed with the doxorubicin solution and then placed in the fridge, agitating every hour for four hours. Upon examining the syringe post loading, some of the beads appeared to be clumping. A second vial was prepared, and the same issue occurred. However, based on images and color, the field clinical specialist thought it could be foreign material. The product was used against field clinical specialist's advice. No patient complications were reported.